Event description:
A talent abdominal stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessels were moderately tortuous and severely calcified. It was reported that the device failed to track through the vessels from both sides. The delivery catheter was removed from the patient. The case was aborted and the patient was closed. The delivery system kinked at the level of the suprarenal stent. The talent stent graft delivery catheter was discarded by the user facility. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: patient's condition affected effectiveness of device (moderately tortuous and severely calcified vessels). Conclusion: device failure/lack of effectiveness related to patient condition.